Event description:
False positive result on pregnancy test causing pt's procedure to be cancelled. This caused emotional and financial hardship to pt. There were 3 other incidents in march 2008 with this same product/lot #. See d - series of false positive test results.